Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 40 mg/dl at the time of incident. Customer drank coffee and then blood glucose went to the 368 mg/dl. Customer treated it with food and declined to troubleshooting for their low blood glucose. Customer stated that a month ago customer was hospitalized with blood glucose of 45 mg/dl. Customer did not use auto mode feature. Insulin pump will not be returned for analysis.